Event description:
It was reported there was an alleged over infusion. Argatroban was a routine order to be infused at a rate of 10.72ml.hr; however, 250ml argatroban infused in four (4) hours. The total volume to be infused (vtbi) was 250ml. No other medications were infusing at the time of the event. The medication was programmed manually using guardrails drug library. The over infusion was noted at shift change. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-149005 is a concomitant. Please refer to manufacturer report number 2016493-2025-149004, which captured the correct suspect device per investigation report.

Event description:
It was reported there was an alleged over infusion. Argatroban was a routine order to be infused at a rate of 10.72ml.hr; however, 250ml argatroban infused in four (4) hours. The total volume to be infused (vtbi) was 250ml. No other medications were infusing at the time of the event. The medication was programmed manually using guardrails drug library. The over infusion was noted at shift change. There was patient involvement, but no harm.